Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "patient states that he has had 5 total powerpiccs since (B)(6) 2018. They have all been dual lumen powerpiccs and have all become occluded and would not give a blood return. He states the most recent powerpicc 3275335 was placed last friday. He states the facility he is in and that the nurses do not know what they are doing. He states the purple lumen has occluded x2 since placement and the nurses are flushing against resistance. He states the purple lumen is still occluded and the red lumen will now flush and has a blood return, but the nurses had flushed against resistance. Ms&s rep responded to inform his physician to have the powerpicc evaluated. Patient did not know if cathflo/tpa had been utilized with the present powerpicc." This report addresses the second of four unknown piccs.